Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functionality testing) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functionality testing.